Event description:
It was reported that: on (B)(6) 2010 patient presented with persisting ¿lower back and leg discomforts¿. On (B)(6) 2010 the patient underwent lumbar laminectomy and posterior fusion using bmp. No patient complications noted. On (B)(6) 2010 patient underwent secondary anterior procedure of interbody fusion with removal of disks and placement of disk spacers at l2-l3, l3-l4, and l4-l5 disk spaces. On (B)(6) 2010 patient returned for a 1 month post-op follow up visit and there were no significant findings. On (B)(6) 2010 patient presented with continued ¿lower back pain and anterior thigh discomforts¿. On (B)(6) 2010 five views of the lumbar spine showed ¿multilevel degenerative changes are present with anterior hypertrophic spurring at virtually all levels.¿ on (B)(6) 2010 patient presents with depression; numbness; pain, weakness, numbness in back, feet, hips, legs; erection difficulties. On (B)(6) 2010 review of recently performed lumbosacral spine x-rays showed stable appearance of the spinal instrumentation and fusion grafts l2-5. On (B)(6) 2010 patient underwent ¿removal of ebi2-channel lumbosacral spinal bone growth stimulator system placed at the time of surgery¿. On (B)(6) 2010 patient presented with ¿bilateral, mid lumbar back muscle soreness.¿ per the report, ¿thoracic and lumbosacral incisions are well healed¿. On (B)(6) 2011 postop x-rays of the lumbar spine were compared with imaging from (B)(6) 2010 and showed ¿stable postoperative appearance other than removal of the stimulator.¿ on (B)(6) 2011 patient presented with lower back pain and lower leg cramping, especially at night. ¿review of the images of the recently performed thoracic and lumbosacral spine x-rays show stable appearance of the spinal instrumentation and fusion grafts l2-l5. On (B)(6) 2011 patient presented with ¿left posterior iliac crest discomforts.¿ two views of the pelvis show stable post surgical changes of the lower lumbar spine; early osteoarthritic degenerative changes, si joints and both hip joints symmetrically; findings consistent with soft tissue ossification at tendon attachment sites throughout the pelvis consistent with a nonspecific enthesopathy. On (B)(6) 2011 patient presented with ¿some tenderness over left si joint¿. Review of the recently performed lumbosacral spine x-rays and pelvic x-rays show stable appearance of the spinal instrumentation and fusion grafts l2-l5. There are arthritic changes in both si joints and both hip joints. On (B)(6) 2011 patient presents with ¿tenderness to palpation of his left si joint.¿ left sl joint injection with corticosteroid and local anesthetic is prescribed by the physician. On (B)(6) 2011 two view x-rays of the dorsal spine revealed moderate spurring anteriorly and laterally throughout the dorsal spine without significant change. Anterior and lateral views of the lumbar spine demonstrate interbody fusion posteriorly from l2-ls with bilateral pedicle screws and rods identified. ¿findings: stable posterior fusion l2-ls with bilateral pedicle screws and graft material at the disk interspaces. Bilateral laminectomy l2, l3, l4.¿ on (B)(6) 2011 patient presented with improvement in back discomfort after undergoing left si joint injection. On (B)(6) 2011 patient presented with some lower back discomforts and occasional right leg pain. On (B)(6) 2011 three standard views of the lumbar spine were submitted and compared to (B)(6) 2011. ¿the patient is status post bony fusion of the lumbar spine from l2 through l5. Lumbar laminectomy was performed at l2 through 4, as well. Hypertrophic bone formation is prominently evident from l2 through l5. Bilateral transpedicular screws are present from l2 through l5 yet the vertically oriented stress that would typically be expected at these levels is not evident (without change from the previous study) . Mild sacroiliac sclerosis is present asymmetrically on the right when compared to the left. There is no evidence of fracture nor malalignment.¿ an ap view of the pelvis showed ¿rather exuberant bone deposition of the low lumbar spine, similar to a lumbar x-ray series performed earlier this date.¿ on (B)(6) 2012 patient presented with ¿some tight leg discomforts and upper and lower back pain¿ described as ¿muscle tightness and occasional leg parasthesia¿. Review of the images of recently performed at the thoracic and lumbosacral spines and pelvic x-rays showed stable appearance of the spinal fusion l2-l5 with degenerative disk and joint disease changes as before. On (B)(6) 2012 patient presented with right leg discomforts into the foot and lower back pain and continued numbness in both feet. X-rays showed ¿stable appearance of the lumbar spinal fusion instrumentation and grafts. The patient does have approximately 10 cm of sagittal imbalance with the c7 plum line being anterior to the posterior margin of the l5-s1 interspace.¿ on (B)(6) 2012 patient presented with lower back pain and leg pain with muscle spasms especially at night. On (B)(6) 2013 a patient follow up exam and x-rays showed ¿stable appearance of the spinal fusion l2-ls. The patient does have slight sagittal imbalance with the c7 plum line being anterior to the posterior portion of the ls-s1 disk space. This measures 10 cm in supine and 12 cm in standing.¿

Manufacturer narrative:
Implant dates: (B)(6) 2010. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.